Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges, causing the customer to experience an elevated blood glucose (bg) level (500 mg/dl). Customer administered a correction injection to address the elevated bg. Reportedly, the customer reverted to an alternate method of insulin therapy.